Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt reported a loss of therapeutic stimulation a month ago. There was no accident or incident related to this event. Pt also requested info about using the pt programmer and control magnet. Pt was instructed on the basic functionality, navigating between screens and adjusting parameters. Add'l info has been requested and if rec'd a f/u report will be sent.